Event description:
It was reported air bubbles were noted in the tubing and reservoir the night prior. Customer did a complete set change. Customer has only been on insulin pump therapy for a month. Customer was advised the device was functioning correctly. Customer did not have the tubing clamp to perform high pressure test. Customer was advised to call back when he receives the clamp. Customer's blood glucose was 17.0 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.